Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and proper device operation was observed through functional and performance testing. Physio-control evaluated the device data and determined the cause of the reported issue was traced to the user. The device was returned to the customer for use. Physio-control performed a clinical review and determined the user failed to follow the operating instructions and confirm that a triangle sense marker appears near the middle of each qrs complex, this caused a serious injury which necessitated medical intervention to preclude permanent impairment.

Event description:
The customer contacted physio-control to report that when using their device that unit shocked patient into v-fib, unit isn't syncing properly. The patient received a synchronized cardioversion during the vulnerable period of their ECG which caused them to convert to ventricular fibrillation. Defibrillation was required to achieve a return of spontaneous circulation, the patient survived the event.